Manufacturer narrative:
The device was returned due to a contact force issue. The device did not meet specifications during a shaft leak and irrigation leak test and a blood-like substance was present within the distal shaft of the catheter. Further investigation revealed a leak at the irrigation tubing and tip assembly junction due to inadequate adhesive bonding as well as an adhesive failure at the shaft/tip electrode transition, consistent with fluid ingress and the loss of force data during the procedure. Log files indicated signal loss on optical fibers 1-3.

Event description:
This report is to advise of an event observed during analysis confirming an irrigation leak of the catheter.